Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 6880208 number, and no non-conformances were identified. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with 425cc mentor memorygel breast implants experienced left sided rupture post procedure and bilateral capsular contracture post procedure. The right sided capsular contracture was baker grade ii. The left sided capsular contracture was baker grade IV. The rupture was diagnosed through magnetic resonance imaging. As a result, replacement with mentor gel was performed with explant. The left sided rupture was reported initially under 1645337-2024-12245. On (B)(6) 2025 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.